Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe failed to enter the trocar cannula. A new laser probe was used.

Manufacturer narrative:
Additional information is provided. The 23 gauge illuminated flex curved laser probe was manufactured on april 18, 2017. There were (B)(6) paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).